Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received an insulin flow blocked alarm. The user stated the insulin flow blocked alarm occurred after previous troubleshooting call. Blood glucose levels at the time of the incident were 308 mg/dl and 328 mg/dl, which were treated with insulin pump bolus. Customer changed infusion set and reservoir, and got another insulin flow blocked alarm. Troubleshooting for high blood glucose was declined. It is unknown if auto mode was active at the time of the incident. The pump will not be returned for analysis.